Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is baxter. This site is an OEM manufacturing site. (B)(4).

Event description:
It was reported that the interlink ext 1 adapter line std bore experienced product damage. The following information was provided by the initial reporter: the part where shouldn't detach was detached before use.

Manufacturer narrative:
H.6. Investigation summary: there were no abnormalities associated with this event in the manufacturing process of the lot. Bd confirmed the injection-site was broken off. The injection site of this product and the connection part of the chemical solution inflow side are glued and fixed. The manufacturing plant carries out a 100% leak test during the process, and if there is a crack or break at the connection, it is judged as a defective product and discarded, so excessive load is applied during use and the injection site is broken. H3 other text : see section h.10

Event description:
It was reported that the interlink ext 1 adapter line std bore experienced product damage. The following information was provided by the initial reporter: the part where shouldn't detach was detached before use.